Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a paxscan defect and it must be ordered and replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system outside of a procedure. The rep indicated that the customer was not able to connect the x-ray. There was no patient involved with this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed confirm reported complaint,"x-ray not possible, pendant shows generator self test not ready." Install cp2 into test system 267. System failed to ready. The system stayed in the "system booting, please wait" mode as displayed on the pendants and the x-ray bar on the pendant kept scrolling, would not ready. Visual inspection showed the red fiber led on the rear of the cp2 was lit and the only led on the front panel that was on was the power led. Faulty cp2.. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis, see h block.

Event description:
No new information, system checkout.

Manufacturer narrative:
Product analysis #(B)(4): integration user / 2019-01-07 / auto created from work order (B)(4) / mechanical tests updated from null to pass mechanical tests failure updated from other to null imaging modalities updated from null to fail imaging modalities failure updated from null to 2d;store image; 3d imaging summary of failure(s) updated from null to generator self test not finished, x-ray no possible is imaging failure resolved? Updated from null to no cable grade updated from null to a system inspection updated from null to pass does the system perform as intended? Updated from null to no resolution notes updated from null to troubleshooting, fibercable changed - issue not solved, paxscan defect - must be ordered and replaced. Integration user / 2019-01-11 / auto created from work order (B)(4) / mechanical tests updated from null to pass mechanical tests failure updated from other to null imaging modalities updated from null to pass visually inspected parts prior to install updated from null to pass cable grade updated from null to a system inspection updated from null to pass does the system perform as intended? Updated from null to yes resolution notes updated from null to paxscan cp2 replaced, system function checked. Author/date/subject/note: integration user / 2019-01-11 / auto created from wsp-66125 / lot # updated from null to s/n: (B)(4). Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that there was a paxscan defect and it must be ordered and replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.